Manufacturer narrative:
The investigation for the console (aic) controller failure red alarm has been completed. Console logs from the reported day of event are consistent with complaint and show persistent controller failure alarm due to epm software corruption (#1029), immediately after boot-up, on each consecutive boot-up. The console was returned for evaluation. Upon evaluation, the issue was reproduced (controller failure alarm). After extracting epm firmware from microprocessor in impellatronic board and comparing to to known good code, we were able to confirm the corruption. After re-flashing the firmware, the issue was resolved and there were no alarms upon console boot-up. The corruption did not reoccur after several power-cycles of the console. The cause of the corruption was unable to be determined.

Event description:
The complainant reported that the automated impella controller displayed red controller failure mode on startup. Issue was found during training, not in clinical use therefore no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.